Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the hospital with migraines and high blood glucose of 308mg/dl. Troubleshooting was performed. The customer stated that the numbers were ramping on their own and the scroll bar was moving with no input. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping on their own noted.